Manufacturer narrative:
Lundblad, h., karlsson-thur, c., maguire, g.q. Et al. Can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients. Eur j orthop surg traumatol 31, 349¿364 (2021). Https://doi.org/10.1007/s00590-020-02776-2 h10: internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients", 1 (one) patient had a mal union of an open tibia fracture. This was originally treated with an unknown nail and healed in varus and 4 cm of shortening after two reoperations and bone grafting. He was corrected and lengthened in a taylor spatial frame with a distraction rate of 1 mm a day on the concave side. He showed poor bone regeneration and was therefore reoperated twice with stabilization of the frame and bone grafting. Due to previous failures this patient was also treated with physio stim, which is a device mimicking the electro magnetic field of a healing fracture. The fracture healed and the frame was removed 167 days after the index operation. No further information is available.